Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: after the second firing, the knife would not return and the jaws would not open. It was forced to open and released from tissue. Oozing was reported as under 200cc with tissue damage. Additional tissue was resected.

Manufacturer narrative:
(B) (4). (B) (4).